Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The device was received at end of service (eos) level. Device was cut open, which revealed device battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
It was reported during remote follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
Additional information was received that the insertable cardiac monitor (icm) was explanted. There were no patient consequences.